Event description:
Pt called spontaneously to report her cadd legacy pump (sn (B)(4)) is malfunctioning. She reports that the high pressure alarm keeps going off even though there is no blockage. Also reports that she has tried to reset the pump by taking out the batteries. Yet the alarm keeps going off. Pt is using backup pump; infusion not interrupted. Replacement pump sent. No other info known. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.